Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 27-may-2016 who had essure (fallopian tube occlusion insert) inserted in 2014 for birth control. Soon after the essure procedure, plaintiff began experiencing migraines with no prior history of migraines. In (B)(6) 2015, she developed the following symptoms, including, but not limited to: severe, abnormal menstruation pain; abnormal, heavy bleeding; prolonged, abnormal menses; severe lower abdominal/pelvic pain; severe abdominal cramping; severe back pain; metallic taste in mouth; vaginal discharge/vaginal infection; fatigue; headaches; and weight fluctuations. On or about (B)(6) 2015, she presented to physician to discuss her symptoms. On (B)(6) 2016, an ultrasound revealed that the left coil had migrated out of her fallopian tube and could not be located. On or about (B)(6) 2016, she underwent surgery to remove the essure devices. Follow up 14-jun-2016: quality-safety evaluation of ptc (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are riot indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and developed abnormal heavy bleeding (interpreted as genital bleeding). Approximately 2 years after essure insertion an ultrasound showed left coil had migrated out of fallopian tube and could not be located, and she underwent surgery to remove the devices. These events are listed in the reference safety information for essure. After essure insertion genital bleeding may occur. Given the nature of the event abnormal heavy bleeding, positive temporal relationship, and lack of alternative explanation, a causal relationship with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, approximately 2 years after essure insertion, an ultrasound revealed that the left coil had migrated out of her fallopian tube and could not be located. The exact date and mechanism of this event was not specified. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product technical analysis stated that as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are riot indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil had migrated out of fallopian tube and could not be located") and genital haemorrhage ("abnormal heavy bleeding") in a 33-year-old female patient who had essure (batch no. 53080006x- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 (B)(6)1999, (B)(6)2003, (B)(6)2006, (B)(6)2009, (B)(6)2014) and spinal fusion nos in 2011. Concurrent conditions included obesity, perineal pain, vaginal odor and acute vaginitis. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced migraine ("migraines") with headache, 1 day after insertion of essure. On (B)(6)2015, the patient experienced feeling abnormal ("brain fog"), disturbance in attention ("concentration problems"), memory impairment ("memory problems") and dizziness ("light headed"). On (B)(6)2015, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/ , dysmenorrhea (cramping)"). On (B)(6)2015, the patient experienced menorrhagia ("prolonged abnormal menses/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6)2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infection") with vaginal discharge, weight fluctuation ("weight fluctuations"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and cystitis interstitial ("interstitial cystitis"). In 2015, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. The patient was hospitalized from (B)(6)2016 to (B)(6)2016. The patient was treated with amitriptyline and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, genital haemorrhage, migraine, dysmenorrhoea, back pain, dysgeusia, vaginal infection, fatigue, weight fluctuation, disturbance in attention, memory impairment, weight decreased, urinary tract infection and cystitis interstitial outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the feeling abnormal, weight increased and dizziness was resolving. The reporter considered back pain, cystitis interstitial, device dislocation, disturbance in attention, dizziness, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, migraine, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: due to the essure implant I have experienced severe pelvic pain and abnormal and painful periods. Two trailing coils were noted. Current weight: 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6)2016: results: total bilateral occlusion. Ultrasound scan - on (B)(6)2016: results: left coil migrated out of fallop tube and could. Not be located.. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, abdominal pain, dysmenorrhoea. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are riot indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-jan-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil had migrated out of fallopian tube and could not be located") and genital haemorrhage ("abnormal heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 2014) and spinal fusion nos in 2011. Concurrent conditions included morbid obesity, perineal pain, vaginal odor and acute vaginitis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines") with headache. On (B)(6) 2015, the patient experienced feeling abnormal ("brain fog"), disturbance in attention ("concentration problems") and memory impairment ("memory problems"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/ , dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced menorrhagia ("prolonged abnormal menses/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain") and weight decreased ("weight loss"). In march 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infection") with vaginal discharge and weight fluctuation ("weight fluctuations"). In 2015, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, migraine, dysmenorrhoea, menorrhagia, back pain, dysgeusia, vaginal infection, fatigue, weight fluctuation, vaginal haemorrhage, feeling abnormal, disturbance in attention, memory impairment, weight increased and weight decreased outcome was unknown. The reporter considered back pain, device dislocation, disturbance in attention, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, migraine, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: due to the essure implant I have experienced severe pelvic pain and abnormal and painful periods. Two trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - (B)(6) 2016: total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: left coil migrated out of fallop tube and could. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, abdominal pain, dysmenorrhoea. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are riot indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. New reporters added. Case medically confirmed. Patients demographics added. Historical and concomitant conditions added. New events added: abnormal bleeding (vaginal), brain fog, concentration and memory problemspain, vaginal discharge, weight gain / loss."essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil had migrated out of fallopian tube and could not be located") and genital haemorrhage ("abnormal heavy bleeding") in a 33-year-old female patient who had essure (batch no: 53080006x) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 (on (B)(6) 1999, on (B)(6) 2003, on (B)(6) 2006, on (B)(6) 2009, on (B)(6) 2014) and spinal fusion nos in 2011. Concurrent conditions included obesity, perineal pain, vaginal odor and acute vaginitis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines") with headache, 1 day after insertion of essure. On (B)(6) 2015, the patient experienced feeling abnormal ("brain fog"), disturbance in attention ("concentration problems"), memory impairment ("memory problems") and dizziness ("light headed"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/ , dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced menorrhagia ("prolonged abnormal menses/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). In march 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infection") with vaginal discharge, weight fluctuation ("weight fluctuations"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and cystitis interstitial ("interstitial cystitis"). In 2015, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. The patient was hospitalized from on (B)(6) 2016. The patient was treated with amitriptyline and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, migraine, dysmenorrhoea, back pain, dysgeusia, vaginal infection, fatigue, weight fluctuation, disturbance in attention, memory impairment, weight decreased, urinary tract infection and cystitis interstitial outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the feeling abnormal, weight increased and dizziness was resolving. The reporter considered back pain, cystitis interstitial, device dislocation, disturbance in attention, dizziness, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, migraine, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: due to the essure implant I have experienced severe pelvic pain and abnormal and painful periods. Two trailing coils were noted. Current weight: 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2016: results: total bilateral occlusion. Ultrasound scan: on (B)(6) 2016: results: left coil migrated out of fallop tube and could. Not be located. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, abdominal pain, dysmenorrhoea. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are riot indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs received: lot number was added. Event interstitial cystitis was added. Event onset date was updated. Reporter causality comment was added. Treatment drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil had migrated out of fallopian tube and could not be located") and genital haemorrhage ("abnormal heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 ((B)(6) 1999, (B)(6) 2003, (B)(6) 2006, (B)(6) 2009, (B)(6) 2014) and spinal fusion nos in 2011. Concurrent conditions included obesity, perineal pain, vaginal odor and acute vaginitis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced migraine ("migraines") with headache. On (B)(6) 2015, the patient experienced feeling abnormal ("brain fog"), disturbance in attention ("concentration problems") and memory impairment ("memory problems"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/ , dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced menorrhagia ("prolonged abnormal menses/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infection") with vaginal discharge and weight fluctuation ("weight fluctuations"). In 2015, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain. On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and dizziness ("light headed"). The patient was hospitalized from (B)(6) 2016. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, migraine, dysmenorrhoea, back pain, dysgeusia, vaginal infection, fatigue, weight fluctuation, disturbance in attention, memory impairment, weight decreased and urinary tract infection outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the feeling abnormal, weight increased and dizziness was resolving. The reporter considered back pain, device dislocation, disturbance in attention, dizziness, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, migraine, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: due to the essure implant I have experienced severe pelvic pain and abnormal and painful periods. Two trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: left coil migrated out of fallopian tube and could . Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, abdominal pain, dysmenorrhoea. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are riot indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jul-2018: pfs received: new events: urinary tract infection, light headed added. Outcome updated for events feeling abnormal, menorrhagia and vaginal haemorrhage. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.